Event description:
Additional information received from an hcp indicated the granuloma was confirmed at t11 via MRI. The cause of the granuloma was undetermined. The granuloma was first suspected when the patient began to experience leg weakness in (B)(6) 2015. In regards to symptoms related to the granuloma, the hcp stated ¿probably none ¿ granuloma was small.¿ no further information was provided.

Event description:
On 2016-03-24, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) female patient who was receiving baclofen 500mcg/ml at 25 mcg/day (type and lot number unknown) via an implantable pump for intractable spasticity and cerebral palsy. The patient's medical history included poorly controlled diabetes and lower extremity spasticity. The patient had progressive weakness of her legs thought mostly to be due to the progressive diabetic neuropathy and myopathy. The patient¿s allergies were listed as ¿atorvastatin, bee venom (honey bee), coconut, penicillin, tea tree, hydrocodone and morphine.¿ the patient¿s concomitant medications included aspirin, crestor, effient, gabapentin, humalog, metoprolol succinate, nitrostat, nortriptyline hcl, pramipexole dihydrochloride, protonix, proventil hfa, spiriva, and topamax. On (B)(6) 2016, the patient experienced a suspected granuloma at the catheter tip. On an unknown date, the patient¿s pump reached expected elective replacement indicator (eri). The patient presented on (B)(6) 2016 for replacement of the pump due to pump end of service (eri 3 months) and replacement of the catheter system due to a small granuloma. An intrathecal granuloma was confirmed at t11. The cause was the intrathecal pump. Diagnostics were unknown. As of (B)(6) 2016, the event had resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿ the pump and catheter were successfully replaced with no issues. The patient¿s condition following the procedure was stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.